Event description:
At end of surgical procedure several small nicks were observed in the end of the trocar sheath. Event reported to the surgeon. Trocar sheath saved and given to the applied medical sales rep (B)(4) to return to the company for investigation of the problem.